Event description:
(B)(4). No serious injury alleged. Malfunction alleged. Consumer states that front right caster wheel keeps driving to the right and won't drive straight. Consumer has had approximately since 2003. Had no serial number. MDR filed.

Manufacturer narrative:
(B)(4). RMA has been initiated for this issue. The malfunction has not been confirmed.